Event description:
The facility representative contacted baxter (B)(4) to report an infusor that did not work properly and had a ruptured reservoir. The event occurred filling. The device was being filled with a chemotherapy solution (phosphamide and mesna) at the time of the rupture and the chemotherapy solution leaked out of the device. The operator of the device had protection from the chemotherapy solution. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.